Manufacturer narrative:
D4 and g4 are unknown. No product information has been provided. B3: month and year of event have been provided, day is unknown. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device cuff was defective. This occurred upon opening. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. The complaint is not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.